Event description:
On (B) (6) 2010, this was not the first case of the day in this room. Machine passed self-check test approx 6:30am. Passed leak test on previous cases of the day. Began case, placed double lumen endotracheal tube, without problems. Correct position of tube confirmed by breath sounds and fiberoptic bronchoscope. Machine set to pressure ventilate after intubation. Three hours into case -2.5 hrs after one lung ventilation started-, the machine showed several alarms indicating lack of tidal volume, apnea, and several others. The endotracheal tube was checked for dislocation and occlusion, none found. The anesthesia circuit was checked for occlusion and disconnect, none found. Machine changed to manual ventilation. Endotracheal tube returned to two lung ventilation. Surgeon confirmed lung on operative side was ventilating. Fresh gas flows set to 10 liters of oxygen. Flpop offfl set to 70, and was seated. Necessary to continue to press oxygen flush button, in order to fill breathing bag to ventilate pt. Connected pt to ambu bag with oxygen supply, pt easily ventilated. Ventilation by (B) (4) anesthesia bag for the remainder of case. The y piece of the circuit was occluded and breathing bag compressed, fipopofffl valve set to 70, oxygen flush used to fill the bag. When bag was compressed, circuit would not hold pressure, i.e. Bag easily collapsed when squeezed. This was performed by two people, with same results. Circuit was then connected to machine in order to leak test circuit, once with end tidal co2 port occluded with cap, circuit passed. Then tested again with etco2 tubing, test indicated conditional pass, two sections returned yellow, and would not complete the test. Etco2 continued to work for the remaining the case, while using the ambu bag. Machine was removed from service. Drager was contacted. On 2/1/2010, drager service tech and rep checked the machine and retrieved data to be analyzed and report back. I have not seen a final report from drager.